Event description:
Customer states: "the dr failed to withdraw this lot due to the resistance. The lumen was also clogged, and he had to cut the distal segment (discarded), dropped the tip into the bladder and placed a balloon catheter. Later, the dr removed this segment through an incision. The dr is furious and your prompt eval and replacement would be appreciated."

Manufacturer narrative:
One segment of balloon was received. The segment was measured noting 5cm of the catheter portion with attached 2.7cm of wrinkled balloon noting heavy encrustation. The point of separation was noted to be cut by an instrument of undetermined origin. Due to the balloon segment being totally encrusted, unable to determine if the lumen was clogged prior to procedure. The distributor was contacted and indicated the doctor could not remove the catheter normally due to the resistance. The doctor performed open surgery just to remove the balloon catheter. The distributor also stated, the initial procedure and the portion was removed the next month later. The pt's current status is good and recovering gradually. Add'l info has been requested from the distributor; when it becomes available, it will be forwarded. Currently unable to determine what has caused the customer's difficulty.